Manufacturer narrative:
The insulin pump was received with the button error alarm and had unresponsive buttons due to moisture damage on the keypad traces. The device was unable to perform the rewind test, basic occlusion test, occlusion test, priming test, displacement test and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was 474 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for keypad anomaly was performed. Customer advised they may have possibly laid on a the device. Customer believed the button error alarm resulted in the device not properly delivering insulin.